Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, priming and displacement test. The device was stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The motor position encoder error alarm was unable to be verified in the alarm history due to history file being overwritten. The rewind process functioned properly during testing. The insulin pump was received with cracked reservoir tube lip, minor scratches on the lcd window and scratches on the reservoir tube window. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 133 mg/dl. Customer received a motor error alarm during the rewind process. Troubleshooting for the motor error on the insulin pump was performed. Customer was unable to view the alarm history. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.